Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that the ventilator high pressure alarm was sounding due to no air flow through the breathing circuit. Hme device was found to be occluded. Patient temporarily desaturated.